Manufacturer narrative:
(B)(4). The complainant indicated that the device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that solyx sis system device was used during a mid urethral sling procedure performed on (B)(6) 2021 to treat stress urinary incontinence. During deployment of the device on the patient's left side during the procedure, the "trocar needle" (shaft tip) detached from the device inside the patient but stayed inside the mesh carrier. The detached piece was retrieved by pulling the mesh completely out of the patient. The procedure was completed with another solyx sis system device. There were no patient complications reported. The patient was fine after the procedure.